Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 71 yo female patient, initial right knee implanted on an unknown date, underwent a revision procedure on (B)(6) 2024. The description of the event stated recalled poly. The patient¿s poly was revised. No surgical delays or device breakages were reported. No x-rays were provided. The patient was last known to be in stable condition following the event. No device returns anticipated. The implant was given to the patient. A device image was provided. No further information.

Manufacturer narrative:
D1: corrected. H6: corrected medical device, component, and investigation clinical codes.